Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a loss of stimulation when the implantable pulse generator (ipg) reached the end of service (eos) state causing the return of severe tremor symptoms. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a loss of stimulation when the implantable pulse generator (ipg) reached the end of service (eos) state causing the return of severe tremor symptoms. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
The returned ipg was analyzed and was confirmed to have reached the end of service (eos) state. The data log analysis revealed that the patient battery lifetime was calculated at 1 year, 9 months, and 7.2 days with an average energy use index (eui) of 20.4 which corresponds to an estimated theoretical battery lifespan of 1 year, 6 months, and 10.3 days. This indicates that the battery lifespan fell within the projected range. Additionally, the ipg displayed normal device characteristics during the visual and functional inspection. A product labeling review also states when the stimulator battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control and clinician programmer. Stimulation will not be available. Surgery is required to replace the implanted non rechargeable stimulator to continue providing stimulation and when the implanted non-rechargeable stimulator is nearing the end of its battery life, the stimulator will enter the elective replacement mode. The elective replacement indicator (eri) will appear. Stimulation is still being provided during this eri period. Changes made to the stimulation will not be saved, and the stimulation will not be available soon. Patients should be advised to contact their healthcare provider to report this message screen. The stimulator must be replaced to continue receiving stimulation. Batteries that have lasted 12 months or more without entering eri mode will have a minimum of 4 weeks between entering eri mode and reaching end of battery life. Surgery is required to replace the implanted non rechargeable stimulator.

Manufacturer narrative:
Correction to field h6: impact codes - added f1905 device revision or replacement which was not included in initial as it should have been.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a loss of stimulation when the implantable pulse generator (ipg) reached the end of service (eos) state causing the return of severe tremor symptoms. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.